Manufacturer narrative:
(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011: the patient presented with lumbar degenerative disc disease. The patient underwent x-ray of lumbosacral spine. Impression: posterior fusion of l4-s1, no evidence of hardware complication. Dextroscoliosis and multilevel lumbar spondylosis. On (B)(6) 2011: the patient presented with pre-op diagnosis: failed interbody fusion, l4-l5, l5-s1, status post work injury 2008, status post right mis tlif l4-l5, l5-s1 in (B)(6)2010. The patient underwent the following procedure: anterior lumbar interbody arthrodesis, l4-l5. Anterior lumbar interbody arthrodesis, l5-s1. Placement of peek interbody prosthetic devices, 12 x 22mm peek cages x 2 left l4-l5, 13x22mm left l5-s1. Rhbmp-2/acs. Morcellized allograft. Anterior titanium instrumentation, 4-hole plate l4-l5, 20x6.5mm screws x2 on the right 25 x 6.5 mm screws x2 on the left, 3-hole plate l5-s1, 25x6.5 mm cancellous screws. Intra-operative emg and ssep monitoring. Small rhbmp-2/acs. Intra-op procedures: the patient was brought to surgery for an alif fusion with placement of peek interbody prosthetic devices on the left side at the l5 and s1 levels with bone morphogenic protein, morcellized allograft and anterior titanium instrumentation. The proximal portion of the interbody peek cage was identified in the right posterior portion of the disc space which had completely subsided into the vertebral body. There was no evidence of interbody fusion as almost the entire cage had subsided into the vertebral body. There was no interbody fusion at all at the l4-l5 level. Because the tlif cage had subsided 2peek interbody prosthetic devices were positioned. 2x22mm peek interbody cages that were packed with one half of the sheet of bone morphogenic protein were placed and tapped into the disc space. Demineralized bone matrix along with morcellized allograft was then packed on the sides of these cages, primarily on the right side where the previous cage was placed. A 4-hole plate at the l4-l5 level was secured. C-arm fluoroscopy confirmed good depth, but there was certainly more room. After placing the screws, left sided discectomy was done. The cage was exposed. There was a fusion to the end plate of l5, but not to the end plate of s1. A 13x22mm peek interbody prosthetic device into the left side of the disc space was placed. The cage was filled with 1 sheet of bone morphogenic protein. On either side of the peek cage, morcellized allograft and demineralized bone matrix were packed. Good position of the interbody cages and screws were confirmed with ap and lateral intraoperative fluoroscopic imaging. On (B)(6) 2011: the patient presented with back pain. The patient underwent x-ray of lumbosacral spine. Impression: new anterior fusion of l4-l5 and l5-s1 and stable posterior fusion of l4-s1. No hardware complication is seen. On (B)(6) 2012: the patient presented with low back pain. The patient underwent MRI of the lumbar spine with and without contrast. Impression: anterior and posterior fusion of l4-s1 with findings suggestive of spondylitic protrusions and granulation tissue on the right at l4-l5 and l5-s1. On (B)(6) 2012: the patient presented with prior fusion, back pain. The patient underwent CT of the lumbar spine without contrast. Impression: anterior and posterior fusion of l4-s1, no evidence of hardware complication. Moderate right-sided foraminal stenosis at l4-l5 and l5-s1. The patient underwent lumbar myelogram. On (B)(6) 2012: the patient underwent CT lumbar spine without contrast due to previous lumbar surgery and fusion. Lumbar radiculopathy and low back pain. Impression: no significant change compared to prior CT. Anterior and posterior fusion of l4-s1. Orthopedic hardware is in stable position. Moderate right-sided foraminal stenosis at l4-l5 and l5-s1. On (B)(6) 2013: the patient presented with lower back pain, post-laminectomy pain syndrome, and spinal osteoarthritis. Stiffness that occurs after prolonged sitting and occurs after prolonged standing, paravertebral muscle spasm and radicular bilateral leg pain. The pain worsens with back extension and twisting movements. She had a spinal cord stimulation trial. Decreased rom with back flexion, extension, and lateral flexion, pain with back flexion, extension, and lateral flexion, tenderness noted in the lumbar paraspinals. Procedures: removal of spinal cord stimulator percutaneous leads. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, spinal osteoarthritis. On (B)(6) 2013: the patient presented with lower back pain, post-laminectomy pain syndrome, and lumbar disc degeneration. Stiffness occurs after prolonged sitting and occurs after prolonged standing, paravertebral muscle spasm, radicular right leg pain and numbness in the right lower leg and right foot. Musculoskeletal: positive for back pain, joint stiffness and limb pain (bilateral leg pain). Decreased rom with back flexion, extension, and lateral flexion. Pain with back flexion, extension, and lateral flexion. Tenderness noted in the lumbar paraspinals. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, degeneration of lumbar disc. On (B)(6) 2013: the patient presented with lower back pain, post-laminectomy pain syndrome, and lumbar disc degeneration. Stiffness occurs after prolonged sitting and occurs after prolonged standing, paravertebral muscle spasm, radicular right leg pain, numbness in the right lower leg and right foot and weakness of the right lower leg and right foot. Musculoskeletal: gait is affected by a right leg limp. Decreased rom with back flexion, extension, and lateral flexion. Pain with back flexion, extension, and lateral flexion. Crepitus, tenderness, effusion: tenderness noted in the lumbar paraspinals. Neurologic: cranial nerves ii-xii grossly intact; reflexes: ankle jerks: r 1+, hypoesthesia in right l5 distribution, hyperesthesia in right l5 distribution. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, degeneration of lumbar disc. On (B)(6) 2013: the patient presented with lower back pain, post-laminectomy pain syndrome, and lumbar disc degeneration. Stiffness occurs after prolonged sitting and occurs after prolonged standing, paravertebral muscle spasm. Musculoskeletal: gait is affected by a right leg limp. Decreased rom with back flexion, extension, and lateral flexion. Pain with back flexion, extension, and lateral flexion. Crepitus, tenderness, effusion: tenderness noted in the lumbar paraspinals. Neurological cranial nerves ii-xii grossly intact; reflexes: ankle jerks: r 1+, hypoesthesia in right l5 distribution, hyperesthesia in right l5 distribution. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, degeneration of lumbar disc. On (B)(6) 2013, (B)(6) 2014: the patient presented with lower back pain, post-laminectomy pain syndrome, and lumbar disc degeneration. Musculoskeletal: decreased rom with back flexion, extension, and lateral flexion. Pain with back flexion, extension, and lateral flexion. Crepitus, tenderness, effusion: tenderness noted in the lumbar paraspinals. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, degeneration of lumbar disc. On (B)(6) 2013: the patient presented with lower back pain, post-laminectomy pain syndrome and lumbar disc degeneration. Procedure: trigger point injection: lumbar paraspinals, lumborum, multifidus. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, degeneration of lumbar disc. On (B)(6) 2013: the patient presented with lower back pain, post-laminectomy pain syndrome, and lumbar disc degeneration. Assessment: lower back pain, postlaminectomy syndrome, lumbar region, degeneration of lumbar disc on (B)(6) 2014: the patient presented with degeneration of lumbar disc, low back pain, lower back pain, lumbar radiculopathy, postlaminectomy syndrome, lumbar region spinal osteoarthritis.